Manufacturer narrative:
A ge representative evaluated the system and found a pushed in pin in the lemo connector. Repaired the lemo connector. System operates as intended.

Event description:
Customer reported the system displayed an x-rays disabled error message and would not operate. No patient injury was reported.